Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v151540, implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient had lost benefit, less than 50% therapy relief, and the doctor¿s office did a battery check. The device was at end of service (eos) and normal battery depletion was noted. Prior to explant the device also showed high impedances, so the doctor chose to also replace the lead. The new device was put back in the existing pocket and the new lead was placed on the left side. The impedances checked out positively. Three days later it was reported that the patient had ideal stimulation in the post-anesthesia care unit (pacu).